Event description:
Spontaneous communication. Patient called and stated her freedom 60pump broke during her infusion. She was able to infuse the first 2 vials of her cuvitru but is now having to manually infuse the remainder of her medication. She exhibited proper technique of infusing manually without the freedom tubing of 1 ml per 1-2 min. Transferred call to further assist with sending out a new pump. Indication: common variable immunodeficiency with predominant abnormalities of b-cell numbers and function. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? If yes, was any medical intervention provided? No injury, pump was replaced; is the actual device available for investigation? Yes, pump return box shipped to pt; did we[MFR] replace the device? Yes; did the pt have a backup device they were able to switch to? Replacement pump shipped to pt. Reported to (B)(6) by pt/caregiver.